Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, diseased mucous membrane. Patient was good. Went to remove healing cap and implant spinned! Placed bone graft and will try again.